Event description:
Remington medical disposable extension cables, reference #fl-601-97, with lot numbers: 131411 x1, 131021x1, and 131653 x2 are defective according to surgeon; screw down fas-loc connector does not open to accept the post.